Event description:
Port-a-cath malfunctioned. Port-a-cath broke, sheared off and migrated to the right atrium. Successful retrieval of a port-a-cath catheter from the right atrium on 6/18/97. The rest of the port-a-cath surgically removed on 6/19/97.